Manufacturer narrative:
Alleged failure: de lichtkabels buigen na het verharde stuk. Hierdoor valt regelmatig het licht uit gedurende een procedure. Kabel licht vezels zijn aanzienlijk beschadigd na kort gebruik. The light cables bend after the paved area. As a result, the light regularly goes out during a procedure. Cable light fibers are significantly damaged after short use. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be unintentional variation in the manufacturing process for safelight adapters, which renders certain combinations of safelight cables and adapters more difficult to separate than others. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light (image).

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light (image).